Event description:
An arterial air alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not completed due to visible air and clotting of the venous line, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood los is attributed to clotting of the circuit preventing rinseback of the pt's blood. The disposable cartridge was not available for evaluation. The exact cause of the arterial air alarm cannot be determined. Occasional alarms during hemodialysis treatment are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and will review the event with the operator/pt. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.